Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient had not been moved to the cart in question. A technical support specialist, provided instructions regarding the process of receiving patient information in pyxis, as well as the necessary checks to be conducted on the es server. The device functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia system, patient is not appearing in the rc-ipgi cart. The customer stated that the delay occurred due to the inability to initially view the patient and temporary profile was created to facilitate the dispensing of medications. There were no adverse events or injuries reported based on this incident.